Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
The device doesn´t cut the skin completely. The event occurred during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
It was reported that the device does not cut the skin completely, the skin was cut by the doctor by hand. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: (B)(4). On october 5, 2018, it was reported that the device did not cut the skin completely. The skin had to be cut manually by the doctor. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the vdoc service portal. Product review of the meshgraft ii by medicrea on november 12, 2018 revealed that the cutter and the roller had rusty stains and were damaged. Repair of the meshgraft ii was performed by medicrea on november 23, 2018 which included replacement of the cutter and roller. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the cutter and the roller had rusty stains and were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the cutter and the roller had rusty stains and were damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.